Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg at 599.17107 mcg/day, bupivacaine 20 mg at 5.99171 mg/day, and hydromorphone 7 mg at 2.0971 mg/day via an implantable pump. It was reported on (B)(6) 2021 the patient reported pain at the pump pocket site. On (B)(6) 2021 the patient denied pain at the pump pocket site. On (B)(6) 2021 the patient reported pain at the pump pocket site. The patient was advised to apply ice and lidocaine patches to the pump pocket site on (B)(6) 2021. The device was reprogrammed where the hydromorphone dosage was increased on (B)(6) 2021. The outcome of the event was noted as ongoing. The clinical diagnosis was pain at the pump pocket site. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2021. Additional information received from a healthcare provider via a clinical study reported the patient had increased pain over the pump pocket site on (B)(6) 2021. On (B)(6) 2021, the patient had increased patient over the pump pocket and pain with palpation. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2022 the patient reported ongoing pump pocket site pain and expressed interest in injections for this. Additional information from the healthcare provider indicated that the patient continued to experience pain and that they were advised to use a lidocaine patch and to ice the site several times a day. Additional information was received from a healthcare provider via a clinical study indicated that pump was moving frequently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study indicated that the issue was resolved.